Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 due to a high blood glucose level of 572 mg/dl, the customer's blood glucose level 300 mg/dl, 200 mg/dl, blood glucose was 440 mg/dl, blood glucose was 306 mg/dl. The customer was wearing the insulin pump at the time of admission. The drive support cap is protruded. The customer treated for high blood glucose was manual injection. Customer declined troubleshooting for high blood glucose. The device was not replaced or returned for analysis.